Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with a mentor smooth round spectrum 475cc saline prosthesis (right), and an unknown mentor saline prosthesis (left). After implantation deflation of the right prosthesis was reported. Additionally, the left prosthesis deflated due to an issue with the valve. This resulted in asymmetrical appearance of the breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2018-07307 for contralateral prosthesis report.